Event description:
It was reported that during an lavh procedure, the doctor was performing a routine lavh case - after 10 minutes of the case they noticed the teflon pad was coming off. They replaced the instrument but the same thing happened again afterwards. They continued to complete the case without harmonic. The procedure was prolonged 20 minutes. Two devices will be returning.

Manufacturer narrative:
(B)(4). Device a was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Device b was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Device b batch (B)(4): mfg date 10/6/2011, exp date 9/6/2016.